Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for assistance with programming magnetic resonance imaging (MRI) protection mode on this pacemaker system. Ts reviewed the device and observed a lead safety switch (lss) from bipolar to unipolar configurations was triggered due to impedance issues on the right atrial (ra) lead. Ts advised the hcp that the MRI scan would be considered to be off label if completed due to concerns of lead integrity. No MRI programming was performed, and at this time the ra lead remains in service. No adverse patient effects were reported.